Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. Unit had cracked retainer. The insulin pump p-cap / test reservoir locks in place properly and no anomaly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring loosened. The reservoir can lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.